Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the vm8 device alarm speaker is not working. Patient involvement is currently unknown.

Event description:
The customer reported that the vm8 device alarm speaker is not working. The device was not in use on a patient.